Event description:
Infant was here for "failure to thrive" due to meningoencephalitis from herpes simplex- PICC [peripherally inserted central catheter] line leaking under the insertion site- provider tried to pull back with a syringe to check patency of the line- air was obtained in the syringe with zero blood return noted- provider attempted to flush the line and immediately discovered a pinpoint hole in the PICC line next to the hub on the outside of the body- began to remove PICC line and pulled back to about 7 cm outside of the body and tension was noted in the line as it was being removed, so stopped effort due to tension- kub [kidney, ureter, and bladder xray] with leg included obtained and PICC tip which was still 13 cm inside the leg- baby was transferred to a higher level of care where the line was safety removed using interventional radiology- the higher level of care facility regained access to continue the antibiotic therapy, and the infant was transferred back to our facility to finish the treatment plan- no long term harm occurred.